Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Product ID 97755-s, serial# (B)(6). Product type: recharger. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was intermittently it was not connecting. It would find the implantable neurostimulator (ins) and start charging and all of a sudden it showed it could not find the device. Patient reset and started over. Patient tried taking it out of the belt and placing it directly over ins. Also patient had been getting 'battery low' message in the middle of charging. But it was not low. Patient said it seemed wacky and more frustrating. The issue started within the last 30-45 days. Patient saw no damage. An email was sent to repair to replace the recharger. Reviewed to clean the pins. Patient also asked if they could use adhesive discs on the recharger or any other post market devices to hold the recharger for a better connection. Reviewed. Patient sent back replacement recharger with no allegations. It was reported that they were having trouble connecting again when they went to recharge their implanted neurostimulator. Patient said the issue was very persistent and required them to be very precise with where to put the recharger paddle. Patient confirmed they did not have any recent falls or trauma to the area of the implant or leads. Patient mentioned that they would push on one side of the implanted battery and the other side would stick out in their skin, so they were worried it may be an internal issue. Agent asked, patient confirmed this was the same issue that had been persisting back in january when they had the paddle replaced. Patient said the charging worked fine after they received the replacement for a little while, but over the last ten days within the past two weeks, the issue had dwindled down to where it had become very frustrating trying to get a charge when they were trying to charge the implant usually at the end of the day. Patient did not get any alert codes or messages, but said the messages were very run of the mill boilerplate not charging excellent or good. Patient stated when they start charging it just says recharging with no quality. Patient stated the charging was very sensitive and the area where the charge is recognized is getting smaller. Patient also mentioned that not too long ago, they had gone to charge, and the controller said the controller was not fully charged and needed to be recharged despite being plugged into power supply. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient re-inserted the battery and confirmed the green light was flashing above the screen. Patient wiggled the cord, and the light did not change. Patient then grabbed their paddle recharger, but as patient read serial number, it was determined that patient was using their old recharger, and not the replacement from rtg0729391. Patient confirmed they sent back the replacement recharger. The issue was not resolved. A repair request was sent to replace the recharger. Patient mentioned it seemed liked they have to keep calling into patient services more and more.

Event description:
Additional information was received from patient. Patient stated "don't push on it, leave it alone" when asked about the steps that were taken to resolve the issue of if pushed one side ins would stick out in the skin the other side. The issue is resolved as stated by patient.

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.